Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon fired the device on a sigmoid colectomy and the anastomoses failed the leak test, then the doctor had to oversee the anastomoses. There was a delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and a full complement of staples was deployed and properly formed, despite the noted knife blade damage. The reported condition was confirmed, due to the nicks on the knife blade. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).